Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of that data revealed noise, high impedance measurements ranging from 1920 - 2688 ohms, and an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system.